Event description:
The customer initially stated that one of the buttons was not responding on his insulin pump. The customer then stated that he was hospitalized for high blood glucose levels. The customer stated that he got a no delivery alarm on the day of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer also mentioned that he had been fighting a virus that could have contributed to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the delivery may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.